Event description:
Revision surgery required. It was reported: "the arthroplasty was revised due to mechanical complications and there was significant arthrofibrosis found throughout the knee. The tibial insert was revised. The components were implanted in the situ for 1.98 year (approx. 1 year 11 months)."

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type (revision surgery required) and product code mbh.